Event description:
It was reported that the patient experienced incontinence and underwent a surgical procedure on a previously implanted sling. An artificial urinary sphincter (aus) device was implanted. The sling was not explanted. No patient outcome was reported.